Manufacturer narrative:
H.6. Investigation: one sample was provided to our quality team for investigation. Upon inspection of the sample, a leak was observed between the protector and the vial. It was noted that the needle on the protector did not properly penetrate the stopper of the vial, damaging the stopper and the needle housing. A device history was performed and found no no-conformances related to the reported issue during production of batch 1809135. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial. H3 other text : see h.10.

Event description:
It was reported that endoxan leaked from the bd phaseal¿ protector p50j during use. The following information was provided by the initial reporter, translated from japanese to english: "after connecting protector, endoxan leaked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that endoxan leaked from the bd phaseal¿ protector p50j during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after connecting protector, endoxan leaked."